Event description:
During an angioplasty procedure, it was noticed that the balloon of the pta system had a leakage when inflated with an indeflator. The age and gender of the patient is unknown. The location of the vessel is unknown. The vessel was calcified. The rate of stenosis is unk. The pressure on the balloon prior to when the leakage was noticed is unk. There was no difficulty accessing the lesion with the guidewire, or crossing the lesion with the balloon. There is no info as to how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.